Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
An operations manager reported that during an intraocular lens (iol) implant procedure, a fiber like thread was injected into the patient's eye as the iol was implanted. The fiber was removed. There was no reported patient impact. Additional information was requested.

Manufacturer narrative:
The device was not returned. The lens remains implanted. The fiber was not returned for evaluation. The provided dvd was reviewed. What appears to be a fiber is observed on the right side of the I/a tip during the surgery. The fiber appears to be originating from the incision area and is observed in the eye before the device is brought into view. The fiber is pressed back toward the incision area when the ovd is added to the eye. The device preparation was not shown. The tip of a preloaded device with the wound guard is just visible at the bottom of the screen as the tip is inserted into the incision. The lens not advanced to the fill line. A fiber is observed in the eye moving with the viscoelastic before the lens is delivered. The lens is just visible at the wound guard when this occurs. It cannot be determined if this is the same material observed earlier on the dvd. Unable to determine if the fiber came from the outside of device (already the eye/incision), from the viscoelastic or from the device. The fiber is removed with a metal instrument. The lens remains implanted. The root cause for the reported complaint cannot be determined. The device and fiber were not returned for evaluation. The dvd was reviewed and the origin of the observed fiber could not be determined. The manufacturer internal reference number is: (B)(4).